Event description:
The customer reported that a patient's sample was initially tested as d negative in 2007 (gel card lot # not provided). The pt was re-typed in 2008 using mts a/b/d monoclonal and reverse grouping card lot # 050107037-10 as d negative. The pt was recently re-typed as d positive using alternate lots of gel cards with a weak-1+ reaction in the anti-d microtubes. The sample was confirmed in tube method to be weak d positive. A false negative result in anti-d may lead to misclassification of a patient's rh phenotype.

Manufacturer narrative:
Testing of the lot could not be performed as the lot was expired at the time the complaint was rec'd. No definitive root cause could be determined. Review of manufacturing quality records indicated that this lot of product met all release criteria. No other similar complaints have been logged against this gel card lot. Incident is isolated.